Event description:
A physician reported that on 10/10/97, he was injecting a pt. When he exerted pressure on the plunger of the syringe, the needle separated from the syringe, fell off, and collagen material was sprayed on the pt's face. The pt was not harmed and the collagen material was wiped off. The physician believed that the needle lumen was obstructed. No medical or surgical intervention was prescribed.

Manufacturer narrative:
During a recent FDA quality systems inspection (6/15/1998 through 6/30/1998), the sytem for handling complaints and mdrs was reviewed. In FDA form 483, the FDA inspector desired additional investigation info on this complaint file. This follow-up report serves to provide additional investigation info to the FDA, specific to this complaint. Results of review of packaging records and component records attached.